Event description:
It was reported that during a percutaneous transluminal coronary angioplasty procedure, chest pain and acute stent thrombosis occurred. The 3.00x38mm de novo target lesion was located in an unspecified location. A 3.00x38mm promus element plus drug eluting stent was used to treat the target lesion. Following implantation, the physician took orthogonal views of the implanted stent and transferred the patient to the intensive care unit (ICU). After an hour the patient suffered chest pain and re-angiography was performed at the cath lab where acute stent thrombosis and stent occlusion were found. It was treated with implantation using a 2.75x38mm taxus liberte drug eluting stent. No patient complications were reported and the patient is stable.

Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.